Manufacturer narrative:
Other: it was reported that the patient received many inappropriate shocks, due to noise. The lead was capped and replaced. No patient complications have been reported as a result of this event. Additional information from the patient reported that the lead fractured and gave the patient 28 shocks. No conclusion can be drawn. Interference, lead(s), fracture of, shock, inappropriate.

Event description:
It was reported that the patient received many inappropriate shocks, due to noise. The lead was capped and replaced. No patient complications have been reported as a result of this event. Additional information from the patient reported that the lead fractured and gave the patient 28 shocks.